Event description:
It was reported that the target lesion was in the left anterior descending artery (lad), which was moderately calcified and a de novo lesion. The target vessel diameter is 2.5 mm and the target vessel length is 20 mm. Predilatation was performed with two non-abbott balloon catheters. During deployment of the 2.5 x 23 mm rx promus, a perforation occurred. A graftmaster was selected for treatment; however, the stent delivery system (sds) would not cross the lesion. After removal of the sds from the pt the physician examined the stent and found a flared stent strut and that the stent was not located between the markers. Additionally, the physician touched the stent, which resulted in the stenting dislodging from the balloon. Long inflations with a dilatation balloon were able to seal the perforation successfully. The procedure was completed. No additional info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Perforation is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.